Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient's weight was (B)(6) pounds, the height was (B)(6)and the body mass index was (B)(6)kg/m2. The pump was disposed of through pathology. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that her pump from (B)(6) 2019 was removed due to infection on (B)(6) 2019. No further complications were reported/anticipated.